Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon aspiration of the sheath after removing the dilator and exchanging the wire, the physician noticed a couple of air bubbles in the syringe used. The physician aspirated again, and the bubbles were cleared. The catheter was then inserted into the sheath, and when the physician aspirated again several air bubbles were observed in the syringe and flush port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon aspiration of the sheath after removing the dilator and exchanging the wire, the physician noticed a couple of air bubbles in the syringe used. The physician aspirated again, and the bubbles were cleared. The catheter was then inserted into the sheath, and when the physician aspirated again several air bubbles were observed in the syringe and flush port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed that no outer abnormalities were noted. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection found the flush lumen to be torn where the adhesive filet bonds the flush lumen to the valve hub of the sheath. Deionized water was injected into the flush lumen port, confirming this defect to be the source of the leak.